Event description:
It was reported that post implant x-ray showed that the right atrial (ra) had dislodged. The lead was repositioned and procedure went without complication. Patient was stable before during and after the procedure.